Event description:
It was reported that a flogard infusion pump experienced a constant occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of a constant occlusion alarm was confirmed as a downstream occlusion false alarm. The root cause of the reported condition was due to downstream occlusion alarm sensors being out of calibration. To correct the issue the sensors were calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.